Event description:
A customer reported a previous instance of high blood glucose levels, with the specific cause remaining unknown and the displayed value marked as "high." To address the issue, the customer administered a correction bolus using the pump. The control iq feature was active during the event, and no frequent or recurring high blood glucose levels were reported. Tandem technical support advised the customer to consult with a healthcare provider for further discussion, which the customer acknowledged and understood.